Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. Based on all available information, the reported inability to deploy the clip and detachment of the actuator assembly appear to be related to a failure in the actuator mandrel. The issue of the inability to deploy the clip due to a fractured mandrel was further investigated. It was determined that the issue was attributed to misuse conditions during the deployment sequence which lead to stored tension that is not eliminated by the one way actuator design. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. Although requested, it is unknown if the clip delivery system (cds) will be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds) the clip failed to deploy which required surgical intervention for removal of the clip delivery system from the patient anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. One clip was implanted and the mr was reduced to 2+. The second clip delivery system (cds) was advanced to the mitral valve leaflets. After the leaflets were grasped, the actuator knob was rotated 8 times counter-clockwise, but resistance was felt with each turn of the actuator knob. The knob was pulled back until the groove was seen, but the clip did not release. Troubleshooting steps were performed, but the clip did not detach. The actuator knob was retracted further. At this point, all of the actuator mandrel was pulled out, and it was seen that the mandrel was broken at the distal end. The clip was fully deployed and the mr was decreased to 1-2. The cds was left in the anatomy, and the patient was sent to surgery to cut the shaft of the cds and the mandrel. The patient was scheduled to be discharged four days later. No additional information was provided.

Manufacturer narrative:
(B)(4). Device retained, not returning. The customer reported the mitraclip was retained by the hospital/customer and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c.

Event description:
Subsequent to the intial medwatch report filed, a (B)(4) was received, stating: "during transcatheter mitral valve repair procedure, the clip delivery system failed to deploy clip and then surgeon was unable to remove the delivery system requiring open sternotomy to repair valve and remove foreign object (ie. The delivery system). What was the original intended procedure? Repair mitral valve by placing clip.device usage problem: device failed (e.g. Broke, couldnt get it to work or stopped working)."

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. The device was returned for analysis on (B)(6) 2018 and the analysis confirmed the reported broken mandrel and clip delivery system (cds) component detachment. The reported failure to deploy the clip and physical resistance (resistance was felt with each turn of the actuator knob) could not be replicated in a testing environment as the clip and actuator coupler were not returned and the actuator assembly was removed from the device and delivery catheter (dc) shaft was dissected at the distal end.